Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 05-sep-2025, the user¿s son reported persistent high blood glucose (bg) alarms while the user was sleeping. The agent explained that ilet alerted for high bg as required for FDA compliance. The highest blood glucose (bg) recorded was 400 mg/dl. The issue was traced to a contact detach infusion set that had not adhered properly because the site was not fully dry before insertion, causing the site to detach overnight. A new supply change was completed, and insulin delivery resumed. Blood glucose (bg) was corrected by completing a full supply change. The user reported feeling fine. No outside assistance or medical intervention was required and reported at the time of call.